Event description:
This rv lead was implanted on (B)(6) 2004. A call to technical services on 9/13/11 states that the lead has high threshold of 6v, 2500 ohms. Possible fracture. Lead will be replaced. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).